Event description:
A customer reported to baxter (B)(4) an administration set in which a leak was observed. According to the report, the tubing seperated from the drip chamber while the set was connected to patient and infusing 0.9% saline solution. This resulted in the saline solution getting on the nurse. There were no reports of injury, adverse events, or medical intervention assocaited with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed the tubing separated from the chamber. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.